Event description:
During preventative maintenance of the device, the user reported the roller pump was out of specification. Since the event occurred during preventative maintenance, there was no pt involvement during this event.